Event description:
Hcp reported pt presented with signs of an infection of the lumbar region. These include fever, redness, drainage, incisional wound opening (post spinal surgery), and pocket erosion. Cultures of the device pocket were obtained and results were staphylococcus aureus. The pt was treated with IV antibiotics and total device system explant-date unk. The device was not returned to the manufacturer for analysis. Patient's risk factors are hepatitis b and c.